Event description:
It was reported that balloon slippage occurred. The target lesion was located in the great saphenous vein. A 8mm x 4.00mm nc quantum apex¿ balloon catheter was advanced to the lesion for dilation. The balloon was inflated however balloon slippage was noted. The physician attempted to re-cross the lesion using the same 8mm x 4.00mm nc quantum apex¿ balloon catheter but failed to cross the lesion. The procedure was completed using a non bsc balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a nc quantum apex balloon catheter with no other devices. There was contrast in the inflation lumen. The balloon was loosely folded. There were numerous hypotube kinks. The distal tip and distal shaft were microscopically examined and no damage or irregularities were identified. There was no evidence of any damage or irregularities contributing to the reported positioning problem and crossing difficulty. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon slippage occurred. The target lesion was located in the great saphenous vein. A 8mm x 4.00mm nc quantum apex¿ balloon catheter was advanced to the lesion for dilation. The balloon was inflated however balloon slippage was noted. The physician attempted to re-cross the lesion using the same 8mm x 4.00mm nc quantum apex¿ balloon catheter but failed to cross the lesion. The procedure was completed using a non bsc balloon catheter. No patient complications were reported and the patient's status was good.